Event description:
The customer reported that the pump module shut off unexpectedly without an alarm. The patient was receiving dopamine at the time, and became hypotensive while the dopamine was shut off. No other effects to patient were reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.